Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a steady increase in impedance with measurements above the normal range and noise seen on both the right ventricular (rv) lead and the right atrial (ra) lead. The ra lead was also noted to have high thresholds. A possible fracture of both leads was suspected. Both leads were capped and the rv lead was replaced. No patient complications have been reported as a result of this event.